Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b133 (lot: va2szls); product type: 0200-lead; implant date (B)(6) 2023; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that their therapy wasn't working and they were going through pull ups (with pads) and diapers. They have had to change every 1.5 hours. The therapy helped for the first couple of days and then they noticed a return of some leaking so they started using a heavier pads and symptoms have become increasingly worse even though the patient had increased the setting and now has no control. They also mentioned that once in a while they had felt a charge in the location of the wire. The ins is still sore sometimes and as a result they haven't been able to sit for long periods. They hadn't made any changes to their diet, however had noticed that their symptoms were worse after drinking alcohol. They had no control at all. They had been going to a lot of birthday parties and with the upcoming holidays, otherwise they typically don't drink as much alcohol. When asked, patient hadn't had a follow up appointment. Their next appointment isn't until march. Reviewed therapy information and general programming guidance. With instruction patient connected to implant. Based on current setting, it was suggested that they patient consider switching to a different program. Reviewed navigation basics and general use and patient successfully switched to a different program. Patient will maintain stimulation level and will continue to track symptoms.